Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no arcing, smoking, sparking, or melting from the device. The device did not move non-intuitively, and there was no loss of cautery or low/intermittent energy delivery. There were no issues related to the open/closing or left/right motion of the grips, nor any issues related to the up/down motion of the wrist.